Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had lots of air bubbles in her reservoir. Customer's blood glucose at time of incident was unknown. Customer was offered to transfer to helpline but she declined. Customer was advised to let insulin warm up to room temperature and she understands.